Manufacturer narrative:
(B)(4). Additional information requested and received: can you please explain more how the device on the third shot was locked? Did the safety lockout engage (no staples or a cut line delivered beyond the lockout)? Or, was the device locked on tissue with the jaws closed? If yes, how was the device removed? If yes, did the jaws eventually open? What is the current patient status? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain. When shooting, the jaw was locked and could no longer be used. Fortunately, the doctors were able to separate the tissue that was inside the jaw. After separation, they were able to remove the machine, and this did not cause any harm to the patient. So, they continued the procedure with another machine that had no problems. The patient is fine.

Manufacturer narrative:
(B)(4). Batch # p57088. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that on tuesday, (B)(6) 2018, a customer had a problem with an echelon 60. It was being used, and on the third shot it was locked. This does not cause any inconvenience in the surgery. There was no patient impact reported.